Manufacturer narrative:
(B) (4).

Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: blocked artery requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported via a pt, that a xience v stent was implanted in the left anterior descending (lad) artery on (B) (6) 2009. The pt had been taking plavix. On (B) (6) 2009, the pt was in a car accident causing air-bag deployment and a severe hematoma to the pt's right hand. On (B) (6) 2009, the pt underwent minimally invasive bypass surgery due to a blockage in the lad, at the site of the deployed stent. No further adverse effects were reported. No add'l info is available.